Manufacturer narrative:
The reported event of si-20816; clamp fell out; broken safety clamp-ail sensor housing file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that when the rn opened the alaris pump door to load the IV tubing, the clamp fell out and the pump was discovered to be broken. At the time, the pump was being set up for a new admission and was pulled from the clean stock room. There was no report of patient involvement.